Manufacturer narrative:
H6: additional method code: 4109. Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however photos were provided which show that the packaging of the product is labeled with part number 2000-2140, but the screw in the package is labeled with part number 2000-2145. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to packaging or inspection error. DHR review: the DHR was reviewed. It was initially recorded that there were no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. It was later found that the wrong screw was placed in the package. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a distributor received an incorrect polaris 5.5 screw in packaging. The label is for a 4.00 x 40mm multiaxial screw, however it contains a 4.00 x 45mm multiaxial screw. There was no patient involvement.

Manufacturer narrative:
Corrections in d9, h3, and h6: method codes. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the label on the packaged screw states the device as part number 2000-2140, 4.0mm x 40mm, however the screw within the package is part number 2000-2145, 4.0mm x 45mm. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a distributor received an incorrect polaris 5.5 screw in packaging. The label is for a 4.00 x 40mm multiaxial screw, however it contains a 4.00 x 45mm multiaxial screw. There was no patient involvement.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a distributor received an incorrect polaris 5.5 screw in packaging. The label is for a 4.00 x 40mm multiaxial screw, however it contains a 4.00 x 45mm multiaxial screw. There was no patient involvement.